Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury. Event date, corrected data: the initial report inadvertently listed the wrong event date.

Event description:
It was reported that device diagnostics resulted in high impedance. The physician reported that the device diagnostics on (B)(6) 2014 were within normal limits. It was reported that the patient is developmentally delayed and there is a possibility that the patient may have suffered trauma to the vns system. The patient was referred for x-rays. The physician reported that he did not think x-rays would show anything. The x-rays will not be sent to manufacturer for review. The patient was referred for surgical consult. No surgical intervention has been performed to date. A review of device programming history identified that the high impedance first occurred on (B)(6) 2011 has been intermittent.

Event description:
The patient underwent lead and generator explant surgery (not replaced) and the lead and generator were discarded following surgery. The leads device history record was reviewed and all line items were verified to have been signed off. Additionally, all electrical tests/visual inspections were passed and there were no unresolved issues prior to device shipment.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.